Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm upstream occlusion while it was clamped above the door. This occurred during antibiotic treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation observed and found the pump passed all of the sensor calibration testing and verifications, and it passed the upstream occlusion testing within the specifications from the flow line. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'ran as if infusing antibiotic but did not alarm upstream occlusion while it was clamped above the door' was not verified. Should additional relevant information become available, a supplemental report will be submitted.